Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 2.4, lab: 4.4. Pt's therapeutic range: 2-3 inr. Dr held pt's coumadin after receiving lab result of 4.4 inr.

Manufacturer narrative:
Investigation pending.